Manufacturer narrative:
Evaluation of the returned smart coil introducer sheath revealed an undamaged device. During functional testing, the introducer sheath was tested with a demonstration smart coil and functioned without an issue. The smart coil used in the procedure was not returned for evaluation; therefore, the reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath and the physician experienced resistance. Therefore, the smart coil was removed. The physician then advanced a new smart coil successfully. The physician then retracted the first smart coil from its introducer sheath and used the introducer sheath from the second smart coil. The physician was able to advance the smart coil into the microcatheter successfully without resistance. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.